Event description:
Product was used to deliver radiation for brachytherapy. Upon inspection of the device following the procedure it was noted that the tip of the catheter was missing and had become detached in the patient's blood vessel. FDA safety report ID# (B)(4).